Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. As a result, the ipg was repositioned to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025, wherein the ipg was repositioned to address the issue. Therapy was restored post-op.

Event description:
It was reported patient experienced pain and sensitivity around the ipg site. Imaging shows the ipg was tilted with one side protruding toward the skin. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.